Event description:
Laparoscopic cholezystektomie - "clip does not close itself. Triggered clip bent and can not close the vessel." Pt status: pt is well.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.